Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4), found it functionally okay with insignificant anomalies. A known good lead and extension were attached to the ins and impedances were measured; they all came back normal and within limits.

Event description:
The manufacturer representative (rep) reported that she was still in a case and noted the implantable neurostimulators (ins) were replaced on (B)(6) 2016 due to normal battery circumstances. There was no short between 0 <(>&<)> 3 before the case, but there was one during. The rep tested it twice and found the pair to be 19 ohms on one try and 35 ohms on the second try. The rep reset the clinician programmer, tested again, and the impedance issue resolved. There were no associated symptoms. The rep later reported that the impedances were ran again, after the issue was "resolved," and the short was still present. The old ins, the one that was being replaced, was attached and the impedances came back normal for 0 <(>&<)> 3. Another new ins was opened to replace the other new ins that was showing low impedances. The short resolved with the new ins. The patient's indication(s) for use were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.